Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in 2013. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On an unreported date in the same month as onset, the patient was hospitalized for the event. The patient was discharged from the hospital on an unreported date in the same month. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.